Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that there were air bubbles in the system and patient had a blood glucose (bg) of 465 mg/dl with small ketones, abdominal pain, and increased urination, and not feeling themselves, 'giggly'. Patient received no unusual treatment. During troubleshooting, air bubbles were visible in the system. Customer support (cs) found that the cartridges were being used per IFU, filling technique was correct, and that the infusion set was secured to the cartridge. No damage was visible. This complaint is being reported as the air bubble issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.